Event description:
It was reported that during implant procedure, a kink was noticed on the right ventricular lead after removing the lead from the box. The physician attempted to implant the lead but was unsuccessful. The lead was not used and another was implanted. The patient was stable before during and after the procedure.

Manufacturer narrative:
A complete lead was returned in one piece measuring 57.5 cm. Analysis was normal. No anomalies were found.